Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the unknown surgery, when severing lung lobe tissue on the third firing, after fired, noted some staples malformed . Changed another two device, they all had the same issue . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.